Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 777 - cutter/blade health effect ¿ impact code #1: 4648 - insufficient information. Health effect ¿ impact code #2: 4604 - delay to treatment/ therapy. Health effect ¿ clinical code: 4580 - insufficient information. Medical device problem code: 2588 - defective device. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the system was not working. As per the subsidiary, after multiple attempts doing trial and error with tower 2 and changing towers out, system was not working. Replaced with new terumo system and it worked well. The procedure was for a coronary artery bypass graft (CABG) x 3 using left internal mammary artery and right greater saphenous vein. There was a known delay in the procedure. It is unknown whether the product was changed out, or if there was any effect on the patient or results of the surgery. An initial report was received under uf/importer number: (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 05, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer- corrected email address); d4 (additional device information - added exp date); g1 (corrected contact office- name, email address, telephone number); g3 (date received by manufacturer); g6 (indication that this is a follow-up report) ; h2 (follow-up due to correction and additional information) ; h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11- testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331- analysis of production records. Type of investigation #3: 4114- device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A retention sample from the same product code and lot number combination was obtained and tested. No anomalies were noted during visual inspection. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. Without a returned device, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
System not working.